Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an arch aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac) and a non-gore stent graft, zenith extension, with 1-debranch bypass (axillary -axillary artery) and plug embolization of a left subclavian artery. The ctagac was implanted proximally. The patient tolerated the procedure. On (B)(6) 2023, the patient was emergency admitted for an unknown reason and unknown purpose of treatment. Migration of ctagac, distally into the aneurysm was observed. Emergent endovascular treatment was performed for the migration. Additionally, stent graft was implanted proximally with 2-debranch bypass. The patient tolerated the procedure. The physician stated that during the final check at the initial procedure, fixation on the proximal side seemed slightly weak, but since there was no endoleak, he deemed it to be no problem. Perhaps another device may have been implanted proximally and lined.